Event description:
It was reported that high pacing impedance was observed on the right atrial (ra) lead. Diagnostic imaging was performed; no anomalies were observed. The patient was stable and will continue to be monitored; there were no adverse consequences.